Manufacturer narrative:
The device has been received for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected using vhx, and charring was noted on distal tip and insulation damage noted on the distal tip. Next, the device passed dimensional testing, since the wire body and proximal end outer diameter, electrode height and electrode/heat shrink gap for the rf wire were within specifications. The reported allegation of charring was then confirmed. However, the code 'no problem detected' was indicated as cause code based on the information provided within the event description along with the returned product analysis. Charring is anticipated through rf delivery in the patient and the user applied less than 5 rf delivery attempts as per the IFU instructions. Therefore, although charring occurred and was confirmed, it is not considered a risk to the patient and is inherent in rf delivery and transseptal puncture workflow. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulse field ablation (pvi) procedure with farapulse. After transseptal crossing, when the versacross rf wire was removed, the physician noted that tip of the wire was black. The charring could not be removed. No patient complications reported. The procedure was completed successfully. Product is available for return. No other issues were reported. It was further reported that the radio frequency (rf) was applied twice using the same rf wire on the 1 sec constant setting. The product has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulse field ablation (pvi) procedure with farapulse. After transseptal crossing, when the versacross rf wire was removed, the physician noted that tip of the wire was black. The charring could not be removed. No patient complications reported. The procedure was completed successfully. Product is available for return. No other issues were reported.

Manufacturer narrative:
Due to additional information received, this report is being submitted to updated in the field describe event or problem (b5) in section b adverse event/product prob. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use for a pulse field ablation (pvi) procedure with farapulse. After transseptal crossing, when the versacross rf wire was removed, the physician noted that tip of the wire was black. The charring could not be removed. No patient complications reported. The procedure was completed successfully. Product is available for return. No other issues were reported. It was further reported that the radio frequency (rf) was applied twice using the same rf wire on the 1 sec constant setting.